Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: the instrument arrived in a decontaminated condition and available for investigation. During a surgery the kerrison snapped inside a patient. The patient had no injury and the piece of the kerrison was retrieved and there was a delay in surgery by 10 minutes. The instrument arrived in a clean status with visible damage. The component have been examined visually and microscopically. A visual inspection of the instrument. The main part of the bone punch shows visible damage. A deformation was found. An inspection of the slider of the bone punch was completed. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. The root cause of the problem is most usage related. A CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that the kerisson snapped inside a patient during surgery. The patient was not injured but a piece of the kerisson was retrieved and there was a 10 minute delay in surgery.